Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that post implant, the patient experienced chest pain. A lead perforation with pericardial effusion was observed via echo. When repositioning was unsuccessful, the lead was replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and and the lead was found to be within specification.